Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, "pain and/or loss of function." Number 5 states, "undesirable shortening of limb." Number 11 states, "fretting and crevice corrosion can occur at interfaces between components." Number 15 states, "postoperative bone fracture and pain." Number 28 states, "non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors." Number 30 states, "material and wear debris sensitivity reactions." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-00767 / 03863).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Legal counsel for patient reported patient allegations of severe pain, tissue and bone loss, metallosis, elevated cobalt and chromium levels, tissue death, and bone erosion. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to taper corrosion with abductor necrosis and femoral pelvic bone necrosis. Revision operative report further noted presence of a pseudotype capsule; murky silvery type gray fluid; metallosis; a bald trochanter; loss of abductor function; necrotic greater trochanter and pelvic bone; a bald ilium; necrotic ischium; and trunnionosis. Leg length discrepancy was also reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.